Event description:
The customer reported a malfunction on the pump, identified by malfunction code malf 16- 0x20e6, with no notable events occurring prior to the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. To resolve the issue, the customer was advised by technical support to replace the pump, which was under warranty. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.